Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10 the reported oad was received for analysis. No visible damage was seen that would have contributed to the reported event. A guide wire was passed through the oad with no resistance. The oad was tested, spun on all speeds, and functioned as intended. At the conclusion of the device analysis, the reported event of a perforation and unusual noise was unable to be conclusively confirmed. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad) a perforation occurred. The 70% stenosed target lesion with 270 degrees of calcification was located in the right coronary artery (rca) in an area with mild tortuosity and a 2-3mm diameter. The oad was advanced to the distal side of the lesion using glideassist mode. The lesion was treated with one treatment pass on low speed and two treatment passes on high speed in a distal to proximal direction. During the treatment on high speed, the oad sounded abnormal. After the treatment, a perforation was observed. The perforation was treated with a perfusion balloon and a covered stent. The patient's condition was good following the procedure.